Manufacturer narrative:
The device has not been received for analysis. Attempts have been made to obtain additional information, however, we have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a pipeline embolization procedure, the distal tip of the pipeline was reported not to have opened. It was impossible to re-collect the pipeline tip. The pipeline was not deployed in a bend. More than 50% of the device was deployed when it failed to open. The device was resheathed less than or equal to 2 times. The device was reheated with the catheter and removed. The devices and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. This event occurred during the treatment of an unruptured, saccular aneurysm that had a distal landing zone of 4.2 mm and 4.6mm proximal. The anatomy was minimal in tortuosity.